Event description:
The patient received her scs system, including an ipg, on (B)(6) 2007. The patient reported diminishing stimulation. According to the patient, the stimulation cannot be increased past the level of perception. Additionally, the patient indicated the ipg must have a fully charged battery in order for the stimulation to be used. The patient will follow up with her physician once she has returned from her vacation. At this time, the device remains in use. No additional information is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specification and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.